Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken inside inlet atrial connector. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : analysis confirmed customer comment(s). Atrial output connector is broken. Cable will not fully insert into the atrial connector. Foreign material inside connector. Error found in log. Main printed circuit board (pcb) is out of specification (electrical). All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.